Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an incoming inspection, the bar code of the subject pacemaker was found incomplete.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an incoming inspection, the bar code of the subject pacemaker was found incomplete.

Event description:
Reportedly, during an incoming inspection, the bar code of the subject pacemaker was found incomplete.

Manufacturer narrative:
Preliminary analysis revealed that the labels were correctly generated during the manufacturing process. The reported issue is most probably related to inappropriate package handling.